Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture, deflation issue and difficulty removing a catheter occurred. The target lesion was located in the basilic vein and graft anastomosis. A 8.0 x80, 75cm gladiator balloon catheter was advanced to the target lesion without difficulty and inflated to unknown atms. During the second inflation at 18 atms "a circumferential balloon rupture occurred, and the balloon did not fully deflate. " the tip of the gladiator balloon catheter was bunched up and could not be withdrawn thru the tip of the 6f non bsc sheath. Difficulty was encountered during removal of the 6f sheath and as a result a small incision was made to remove the gladiator balloon catheter and the 6f sheath together as one system. A 12f sheath and a different device were used to complete the procedure. No further patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the device was returned within a 6 french sheath. The balloon material was torn circumferentially at approximately 26mm distal to the proximal transition zone. The distal portion of the balloon is bunched up in appearance but is attached to the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture, deflation issue and difficulty removing a catheter occurred. The target lesion was located in the basilic vein and graft anastomosis. A 8.0 x80, 75cm gladiator balloon catheter was advanced to the target lesion without difficulty and inflated to unknown atms. During the second inflation at 18 atms "a circumferential balloon rupture occurred, and the balloon did not fully deflate. " the tip of the gladiator balloon catheter was bunched up and could not be withdrawn thru the tip of the 6f non bsc sheath. Difficulty was encountered during removal of the 6f sheath and as a result a small incision was made to remove the gladiator balloon catheter and the 6f sheath together as one system. A 12f sheath and a different device were used to complete the procedure. No further patient complications were reported and the patient's status is listed as ok.